Event description:
Information received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The facility replaced the upper tier assembly in the footboard to repair the bed.